Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently when the customer's blood glucose (bg) was low (value not provided) the customer would break the syringe needle while attempting to load the cartridge with insulin. The contact provided no additional information. Although multiple attempts were made to contact the customer for information, the customer did not reply to the requests.